Event description:
It was reported by the customer that pyxis medstation system had a drawer failure that was not detected on the bus causing delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident it was determined that pyxis medstation system had a drawer failure. The field service engineer unlocked the back panel and checked lights that were lit. Replaced the individual controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer mentioned that the main drawer 5.1 won't open and not detected on bus. The user was unable to dispense medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer which would not open and not detected on bus. The field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.